Event description:
It was reported that a new ilet user experienced hyperglycemia to 200 mg/dl after changing pump supplies and sought confirmation of proper infusion set application, including whether a needle should be present on the teflon infusion set applicator after insertion. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting with guidance to change the infusion site if glucose did not trend down, and no alarms or alerts occurred. Investigation included customer interview and guided troubleshooting focused on infusion set insertion and site management. Investigation of this case revealed appropriate device function with no identified device or component malfunction, and the hyperglycemia cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.